Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the complaint device revealed that the distal tip of the catheter was detached along with the balloon. It was also noticed that the distal tip that detached was not returned. The rx channel was noted to be torn. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon device was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the tip of the balloon detached inside the scope. A stent was then advanced into the scope, and the detached part fell outside the scope and into the patient bile duct. The detached part was retrieved using a snare device and the procedure was completed after placing the stent. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon device was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the tip of the balloon detached inside the scope. A stent was then advanced into the scope, and the detached part fell outside the scope and into the patient bile duct. The detached part was retrieved using a snare device and the procedure was completed after placing the stent. There have been no patient complications reported as a result of this event.